Manufacturer narrative:
Sections with additional information as of 09-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 06-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product did not resolve initial concern. Customer troubleshooted meter with two control solutions and both were within range. Customer does not trust thi meter and strips.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 126, 110, 107, 113 and 130 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-96 mg/dl. The customer feels well and did not report any symptoms. Customer stated that he was concerned with the high results obtained so he contacted his doctor. Customer's doctor's appointment on 08/28/2020 was due to the high results obtained. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).